Manufacturer narrative:
The service engineer found a solenoid valve that had failed. He replaced the solenoid valve assembly and the qc was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for 1 patient sample tested on a cobas 6000 c (501) module. Of the data provided, there were discrepant ise indirect k for gen.2, creatinine, and ca2 calcium gen.2 results. The initial k result was 3.20 and the repeat result was 4.08. The initial creatinine result was 0.72 and the repeat result was 0.91. The initial ca2 result was 6.6 and the repeat result was 8.1. The repeat results were tested on a different analyzer. No questionable results were reported outside of the laboratory. The k, creatinine, and ca2 reagent lot numbers and the expiration dates were asked for but not provided.